Manufacturer narrative:
Updated fields: e1 - initial reporter zip/post code, initial reporter email. The device was returned for analysis. Visual inspection identified a shaft kink at the strain relief. No guidewire was returned with the device. A 0.035-inch test guidewire was used to perform an insertion test; however, the guidewire was unable to pass through the shaft due to the severe kink at the strain relief. Inspection confirmed the presence of shaft kinks at the strain relief location.

Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the superficial femoral artery. An angiojet zelante was selected for use. During the procedure, the physician attempted to remove the device to perform an additional dilation. However, the catheter became stuck on the wire, making withdrawal difficult. Both the catheter and wire were withdrawn together and separated outside the patients body. Inspection revealed that the inner layer of the catheter had peeled off. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the superficial femoral artery. An angiojet zelante was selected for use. During the procedure, the physician attempted to remove the device to perform an additional dilation. However, the catheter became stuck on the wire, making withdrawal difficult. Both the catheter and wire were withdrawn together and separated outside the patients body. Inspection revealed that the inner layer of the catheter had peeled off. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the superficial femoral artery. An angiojet zelante was selected for use. During the procedure, the physician attempted to remove the device to perform an additional dilation. However, the catheter became stuck on the wire, making withdrawal difficult. Both the catheter and wire were withdrawn together and separated outside the patients body. Inspection revealed that the inner layer of the catheter had peeled off. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Visual inspection identified a shaft kink at the strain relief. No guidewire was returned with the device. A 0.035-inch test guidewire was used to perform an insertion test; however, the guidewire was unable to pass through the shaft due to the severe kink at the strain relief. Inspection confirmed the presence of shaft kinks at the strain relief location.